Event description:
It was reported that the IV pump device, with 4 modules all infusing IV medications (levophed, propofol, insulin, and normal saline), gave a loud alarm with onscreen message indicating "battery discharged all pumps off" and "infusions stopped infusing". It was verified by the staff that the device was plugged into wall socket. Staff attempted plugging the device into another wall socket, but onscreen message persisted. A new device needed to be obtained and infusions were immediately transferred over to the new device as the medications being infused were life-sustaining. There was no onscreen instruction on the pump for what to do with "battery discharged". The 30-min and 5-min low battery warning alarms did not occur. Patient became severely hemodynamically unstable requiring extra life-saving measures in order to re-stabilize patient. Patient's mean arterial pressure (map) dropped from 60 to 45 and the patient was already on a high dose of levophed at 20 mcg/min.

Manufacturer narrative:
The device logs confirmed the pcu had alarmed for ¿battery discharged¿ without prior low battery warnings physical inspection of the device noted the battery was the original installed during manufacturing and its usage age was at 1.7 years of a 2 year expected life. Log analysis shows the infusion system when powered on had recorded events of the ac power toggling on and off with it off when the infusions were started and running on the date (B)(6) 2019 beginning at the time of 12:33pm. The pcu alarmed with ¿battery discharged¿ (lb3) at 2:35pm and placed the pump modules in a paused state as designed. The system was powered off manually when the system off key (softkey 14) was selected at 2:37pm. Testing found the battery capacity to have been depleted with the battery at the end of its useful life. Temporary replacement of the battery, with it fully charged, resulted in the system appropriately alarming through all phases of low battery alarms as the design intended. Although requested, the pcu maintenance records were not received. The root cause for the report was attributed to the battery having reached the end of its useful life. It is suspected that poor battery maintenance along with not properly following service bulletin 592a accordingly led to the battery¿s end of life less than 2 years; actual was at 1.7 years.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the IV pump device, with 4 modules all infusing IV medications (levophed, propofol, insulin, and normal saline), gave a loud alarm with onscreen message indicating "battery discharged all pumps off" and "infusions stopped infusing". It was verified by the staff that the device was plugged into wall socket. Staff attempted plugging the device into another wall socket, but onscreen message persisted. A new device needed to be obtained and infusions were immediately transferred over to the new device as the medications being infused were life-sustaining. There was no onscreen instruction on the pump for what to do with "battery discharged". The 30-min and 5-min low battery warning alarms did not occur. Patient became severely hemodynamically unstable requiring extra life-saving measures in order to re-stabilize patient. Patient's mean arterial pressure (map) dropped from 60 to 45 and the patient was already on a high dose of levophed at 20 mcg/min.